Manufacturer narrative:
(B)(4).

Event description:
It was reported that one-day after MRI, a patient experienced a vibratory alert however there was no message on remote transmission. The vibratory alarm was tested and was not functioning. The patient did not have any adverse event. A firmware download was performed, but it did not restore notifier functionality. Device replacement was suggested.

Manufacturer narrative:
The reported field event of a patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench and the patient notifier would not vibrate. It is believed that MRI exposure caused the patient notifier failure.

Event description:
New information received indicates that the device was explanted and replaced without any problems.